Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. Reportedly the customer went to the emergency room (ER), with a blood glucose level reported as "high"; although specific value was not provided. Details and nature of visit were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.